Event description:
The patient had a recent excision surgery in conjunction with her melanoma treatment. She left the hospital with applied dressings to her head/face/neck area. She began to use cvs clear advance healing hydrocolloid bandages approximately 24hrs after discharge. A few hours after applying the bandage, her skin began to itch. Later that evening, patient had blisters with pus, redness, soreness, & skin irritation underneath and around the bandage site. Pt did some research and there have been other customers who experienced the same symptoms; causing concern that some ingredients may cause an allergic reaction.